Event description:
It was reported that foreign particulate matter (pm) was observed in a 50 ml intravia container. The pm was further described as an extrinsic particle ¿gabrielle¿. This was identified via fourier transform infrared spectroscopy (ftir) during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: g4, h3, h4, h6, h11. Correction: d1, d3, d4. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed a particle. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.